Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes ruptured and concaved. No patient impact was reported. The following information was provided by the initial reporter: tube rupture and concave tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged and collapse was observed: a hole in the tube can be seen in the second photo and a collapsed tube can be seen in the third photo. Additionally, 30 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g., may be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use. This complaint has been confirmed for damaged (hole in tube) and collapse based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes ruptured and concaved. No patient impact was reported. The following information was provided by the initial reporter: tube rupture and concave tube.